Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Further analysis of the event prompted a change in the conclusion code. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Further analysis of the event prompted a change in the conclusion code.

Event description:
It was reported that the session sync status in paceart showed that it had completed but the data did not populate in the event. The data was entered manually. There was no patient involved with this event.